Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device after a renal artery stenting procedure. Reportedly, during suture retrieval, the plunger could not be retracted from the device fully. The plunger was retracted as far as possible and the suture cut. The foot was parked and the proglide device was removed. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.